Manufacturer narrative:
Additional information was provided in d.10., h.3., h.6. And h.10. Evaluation summary: the product was returned for analysis and the reported damage could not be confirmed. Additional observations were as follows: iol returned in two (2) segments in a specimen container. A significant amount of solution is dried on both surfaces of the optic one haptics. One haptic is broken/torn and not returned. The optic is scratched/marked-rejectable. Unable to conduct dimensional testing due to condition of returned sample. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that according to the surgeon, the cause of the event was due to weak capsular support. Based on this information, the device did not cause/contribute to the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number the manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that approximately five years following an intraocular lens (iol) implant procedure, the iol was exchanged for another iol due to the patient experiencing blurry vision. Additional information was provided by a certified ophthalmic assistant, who indicated that the patient experienced blurry vision and chronic hyphemas. In the surgeon's opinion the cause of the event was due to weak capsular support. The patient had presented with a dislocated iol left eye, glaucoma left eye and fuchs both eyes. The iol was exchanged for a different lens model of the same power. Since the iol exchange, the patient's vision has improved. The prognosis is excellent.